Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the "ventilator service required" alarm was not duplicated. However, a "ventilator service required" err_obm_accy_urgent_service error code was found in the ventilator's downloaded event log indicating a failure in the oxygen blender module. Further investigation of the error details revealed a failure in the oxygen sensor mounted on the oxygen blender board. Replacement of the oxygen blender board, including the oxygen sensor, was required. However, since the unit will reach the end of its service life in june 2026, repair was canceled. The unit will be returned early and discarded. The software version was checked (ver.14.1.03). Additionally, the device's oxygen blending module board was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The failure of "err_obm_accy_urgent_service" found in the event log with a drift out of range message caused by suspected contamination of the oxygen blending module sensors. The pil could confirm the complaint. This failure was investigated under ER 2227086. No further evaluation of this part is required at this time. The oxygen blending module board has been scrapped per the requirements set forth in work instruction 8.4-1131 revision 10 and disposed of accordingly.